Event description:
A user facility report was never received by radionics, for this reason, the information that radionics has acquired on this incident is limited. It appears that trigeminal rf case was planned on 09/24/1999 with a 30 second lesion. After the 30 seconds the timer was reset to 30 seconds and "lesioning" continued for 3-4 cycles. Pt subsequently reported that vision from left eye was impaired.